Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# unknown, implanted: (B)(6) 2018, product type: lead; product ID: 977a260, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient and manufacturing representative (rep) regarding the patient's implantable neurostimulator (ins). Information was reported that the patient is no longer feeling stimulation. The impedance check was ran and showed impedances greater then >10k ohms on the lead. The patient reported no event or factors that may have led to the impedances. The issue was no resolved at the time of the report. No further complications were reported. No additional patient symptoms were reported.

Event description:
Additional information received from the rep reported that the cause of the high impedances was not determined. The patient was advised to follow-up with a physician. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: information references the main component of the system and other applicable components are: product ID: 977a260, serial #: (B)(4), implanted: (B)(6) 2018, product type lead; product ID: 977a260, serial #: (B)(4), implanted: (B)(6) 2016, product type lead. If information is provided in the future, a supplemental report will be issued.